Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020- product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2023, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ¿same stimulus as during the trial could not be induced after implantation and the patient was dissatisfied.¿ the patient¿s physician ¿tried various settings with all electrodes, but stimulation was not delivered to the patient¿s toes, which was the chief complaint of pain.¿ it was noted that ¿stimulation had been delivered to the patient¿s feet.¿ although there was ¿some misalignment of the lead,¿ this issue had reportedly ¿not affected the stimulator because it was a sub lead, not the main lead.¿ the patient¿s programming at the time of the report used electrodes 5, 6, 13, and 14 as anodes and electrodes 7 and 15 as cathodes. The system impedance was ¿around 800¿ ohms at the time of report. The patient¿s stimulation was adjusted, but the issue remained unresolved at the time of report. It was stated that ¿from the operator¿s view,¿ a possible cause of the reported lead misalignment ¿could be the slack of the lead when anchoring during the surgery.¿ there were no surgical interventions planned or performed and the pati ent was alive with no injury at the time of report. There were no further complications reported or anticipated.